Event description:
It was reported pump was explanted for prophylactic in vivo battery depletion. Lioresal was the medication in the pump. It was indicated there was a catheter break and no testing was done. The pt recovered without sequela. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4) .